Event description:
It was reported that the physician was unable to deliver the stent system to the target lesion in the basilar artery (ba). However, as the physician was attempting to withdraw the whole system, the stent deployed prematurely. The location of the stent deployment was unknown. The procedure was completed using a different device. There was no reported clinical consequences to the patient and the patient was reportedly in a stable condition. No further information was provided.